Event description:
It was reported that low impedance was detected on the patient's vns. The patient underwent a full system revision due to the low impedance. It was reported that at surgery fluid leaks were identified in the lead and it was cracked and discolored. There was no evidence of patient manipulation like twisting or a knot. The suspect product was discarded. No further relevant information has been received to date.